Manufacturer narrative:
Carefusion record identification number is (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The affiliate stated the customer reported vent inop error while using avea ventilator. The customer stated there was no patient involvement associated with this event. The customer performed inspiratory pressure calibration, expiratory pressure calibration then flow valve characterization test. The customer then preformed troubleshooting with carefusion over the telephone and replaced exhalation valve. However that did not resolve the issue. The customer is currently waiting for gas delivery engine (gde) component to be delivered.